Event description:
Pt had 2 bioabsorbable screws placed. One screw came loose and was "floating" around in shoulder joint. Pt returned to or to have it removed. Screw sent to co for their review. Screw usually absorbs, as it is intended. In this case, screw started to absorb but then fell out of area where it had been implanted.